Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The results of the review of the log files concluded that the tacticath performed as intended. The optical signals conformed to specifications, the recorded temperatures indicated cooling during rf ablation, and force measurements were displayed throughout the procedure. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with sjm specifications and procedures. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During an atrial fibrillation ablation procedure, a cardiac perforation occurred. During ablation of the right pulmonary veins with the tacticath quartz ablation catheter, the patient became hypotensive. Fluoroscopy and an echocardiogram revealed a cardiac perforation and a pericardiocentesis was performed which stabilized the patient.

Manufacturer narrative:
(B)(4).